Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultralink meter had an issue with losing and gaining time. On (B)(4) 2012, the sr. Medical surveillance specialist spoke with the patient's mother to obtain and verify information. On unspecified dates during the end of (B)(6) 2012, the patient noted the reported meter was gaining or losing one hour. This incorrect meter time was seen with the blood glucose readings transmitted to the insulin pump, and downloaded from the pump's memory. The patient noted the times in the pump memory did not correlate with the times she tested her blood glucose levels. The patient reset the meter's time, and replaced the battery, but noted the time loss or gain still occurred. The issue was not resolved. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient was able to test her blood glucose level and take appropriate insulin doses based on those readings. However, as the meter date/time issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6) 2012.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.